Event description:
It was reported that the user attempted a meal bolus but was blocked by an incomplete fill tubing step on the ilet, which had been initiated earlier and not finished; when guided through completing fill tubing, the system reconnected and delivery resumed, after which glucose trended down, with the highest reported glucose at 197 mg/dl and no alerts or symptoms. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component contribution. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.